Event description:
Two weeks after treatment with zyderm 2, the pt presented with red lines, lumps, bumps, and swelling at the treatment sites. Treatment included an oral medrol dosepak with a second dose of a medrol dosepak being prescribed two weeks later.

Manufacturer narrative:
Device evaluation summary: quality assurance has reviewed the device history records for this lot from finished product packaging to the hide batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, minor deviations were noted. None of the deviations noted were significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause for this complaint.